Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 600 mg/dl with trace ketones. The customer attempted to self treat elevated bg by administering a manual injection. Upon ER admission, the customer was treated with intravenous fluids of saline and insulin. System check with tandem technical support confirmed that the pump was functioning as intended. The customer was released from the ER the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.